Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the loading process of the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue, provided instructions for putting the pump in storage mode, and advised the customer on next steps. The customer was sent a replacement pump and instructed to return the problematic pump using a pre-paid label within 10 days. The customer will use a backup insulin pump.